Manufacturer narrative:
The customer tested multiple samples at the (B)(6) location on the cobas 6800 and retested them at the (B)(6) location. The customer used aliquots of the original samples which generated discrepant results between the two locations. An investigation found that no hardware, reagent underpipetting issues or processing head issues were identified. No results were reported out and no harm was alleged by the customer. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. Several samples were tested for sarsco-v2 at the (B)(6) location on the cobas 6800. A separate aliquot of the same original samples were then tested on the cobas 6800 at the (B)(6) location which produced some discrepant results. The aliquots used for testing at the (B)(6) location were then sent to the (B)(6) location for an additional retest. The samples were collected at a collection site in (B)(6). The 1st aliquot was sent to the (B)(6) site (cobas 6800 s/n (B)(4)) for testing. A 2nd aliquot was sent to the (B)(6) (cobas 6800 s/n (B)(4)) location in order to perform a retest. Following these two rounds of testing, the 1st aliquot was sent from the (B)(4) site to the (B)(6) site for a 3rd round of testing. The (B)(4) site performed the final round of testing using the same secondary tube that was used to perform the original tests. The initial secondary tubes that were positive at the (B)(6) site (cobas 6800 s/n (B)(4)) did also test positive at the (B)(4) site (cobas 6800 s/n (B)(4)). The customer reported that all the samples that were tested were all secondary tubes that were aliquoted at the collection center. None of these were prepared by the site. These secondary tubes were then vortexed at the lab, the caps were removed and then tested on the cobas 6800 s/n (B)(4). A reagent and hardware investigation did not identify any product problems. A retain kit for batch g11392 was tested. Customer allegation of false positives was not observed during testing. The system's ultrasonic data analysis was reviewed and no reagent under-pipetting issues or processing head issues were observed. No hardware issues were found on this system and system has been ruled out as causing these high number of positive results. No harm was alleged by the customer.